Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2011-05193. The pt received her scs system on (B)(6) 2010. It was reported that the pt's system was explanted due to ineffective stimulation. She was also explanted because she needed to have an MRI.

Manufacturer narrative:
Eval: results: the product was returned incomplete. The leads were cut and missing the stimulation ends. As a result, no functional testing could be performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.